Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and on (B)(6) 2020. Customer¿s blood glucose was in the 23 mg/dl at the time of incident. Customer had blood glucose level was in the range of 300 mg/dl. Customer was treated with glucagon. Customer declined troubleshooting for high and low blood glucose level. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.